Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the volume scale markings on 22 separate bd plastipak¿ luer-lok¿ syringes were missing and noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe 20 ml missing the scale marking of volume, the syringes are missing it."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process.

Event description:
It was reported that the volume scale markings on 22 separate bd plastipak¿ luer-lok¿ syringes were missing and noticed before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe 20ml missing the scale marking of volume, the syringes are missing it."